Event description:
It was reported that the plunger was not engaging the intra-ocular lens (iol) correctly, causing the lens to deteriorate. Through follow-up we learned that the piston/plunger did not capture the lens and that there was no contact with the patient's eye. The device was discarded. No further information has been provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: not applicable, as there was no patient contact with the product. Date of event: date unknown/ not provided implant date: if implanted, give date: not applicable, no patient contact with the product. Explant date: if explanted, give date: not applicable, no patient contact with the product. Initial reporter name and address: (B)(6). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review, it was noted that the information provided in the initial MDR should be updated. Therefore, this supplemental filing is to update section b5 (describe event or problem) per new information received clarifying the issue with the lens: section b5 - describe event or problem: the lens had a bent haptic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.